Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an infection near the incision site and were on antibiotics for the infection. It was noted that the infection was confirmed. The caller reported that the day before the call the stimulator device was not working. The caller mentioned that they would be able to connect to the patient¿s implant, but they would then see device not found. The caller stated that the patient had a hard time last night having to use the rest room and so they went to check their device and noticed they were not able to connect. On the call, the caller was able to successfully connect to the patient¿s implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). When asked for the cause of the connection issue the hcp noted the patient was legally blind and the display setting decreased to the lowest brightness level and they couldn't read it. The hcp continued that they weren't aware of any other connection issue, it could¿ve been from before during the test period. The hcp reported that they turned up the brightness for the patient to resolve the issue. When asked if the antibiotics resolved the infection and if further actions were taken the hcp stated the patient was still on antibiotics. No further complications were reported.